Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay0744 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they had to exchanged out a 4 fr PICC due to the hub disconnecting from the line. They stated infusion was continuous milrinone with normal saline carrier.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the report that the connector disconnected from the line was confirmed, but the exact cause could not be determined from the photographs that were provided for investigation. The photos showed what appeared to be a bas connector with a non-bas injection cap. The connector was attached to a segment of extension leg tubing, but the extension leg tubing was not attached to the distal segment of the catheter. It appeared that the extension leg tubing was partially torn at the distal end of the connector. Discoloration was observed in the extension leg. A portion of what appears to be the dressing was observed on the clamp, which indicates that the product was used. The damage most likely occurred during use, but since the physical sample was not returned for investigation, the features of the damage could not be discerned. Potential contributing factors to the damage include excessive stress in the material from pulling, twisting, bending, and or clamping near the luer connector. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the facility that they had to exchanged out a 4 fr PICC due to the hub disconnecting from the line. They stated infusion was continuous milrinone with normal saline carrier.